Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, painful intercourse, rectal pain, vaginal bleeding, recurrent vaginal and urinary tract infections, sharp abdominal pains, and the inability to maintain a relationship due to mesh related injuries. No further information has been provided.